Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a performance decrement resulting in the decision to explant the device. The device was explanted on (B)(6), 2010. It is unknown whether the patient was reimplanted with another device as of the date of this report.